Event description:
In these monitors, if graphic trends are displayed, the graph fails to show the evolving patient course and allow clinicians to be misled at times of patient change. It has been observed that once the trended data window is opened, the data displayed does not always update as time progress to show the most recent data trend. Manufacturer response: as of the fall of 2014, the software fix for this issue is not planned for the next software release.